Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to hypoglycemia. The customer¿s blood glucose level was 11 mg/dl at time of incident. Customer's wife reported that customer had low blood glucose and got unconscious. Customer's wife stated that they had emergency medical services and hospitalized by ambulance. The customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.